Event description:
Option study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. Post implant echocardiography revealed a 30mm pericardial effusion. The patient was on 150 mg dabigatran and 81mg aspirin prior to the procedure and continued the same medication post procedure. The patient remained stable and was discharged home the next day. It was further reported that the size of pericardial effusion was 0 mm. The finalized procedure transesophageal echocardiography report revealed trace of unchanged pericardial effusion.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. Post implant echocardiography revealed a 30mm pericardial effusion. The patient was on 150 mg dabigatran and 81mg aspirin prior to the procedure and continued the same medication post procedure. The patient remained stable and was discharged home the next day.